Manufacturer narrative:
Device manufacturing date is unavailable. The suspect computer was received by the manufacturer for evaluation. Medtronic personnel were able to confirm the reported issue. Testing found bad sectors on the drive and confirmed corrupt os failure with the computer. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the computer. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information error when logging into cranial application on the navigation system. While the representative was attempting to log into the cranial application, the system displayed sr manager failure and then would reset to application launch screen. The representative re-entered the application with the same result. This issue occurred outside of procedure. There was no patient present when this issue was identified. No additional information was provided.